Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in the emergency room and then hospitalized for the low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl which was treated with the glucagon. The customer reported that insulin pump was over delivering. The customer reported that insulin pump giving insulin without customer pressing anything. The customer reported that this was the 4th time were the blood glucose dropped to 20 mg/dl. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.